Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion of 100ml of tacrolimus was programmed to infuse at 4.17ml/hr for 24 hours however it completed in 4 hours. There was no patient harm.

Event description:
The customer reported that an infusion of 100ml of tacrolimus was programmed to infuse at 4.17ml/hr for 24 hours however it completed in 4 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 6:23 pm on (B)(6) 2018 the pump module was programmed to infuse a custom concentration of tacrolimus non-weight based dosing at a rate of 4.1ml/hr with a vtbi of 100 ml, which made the duration approximately 24 hours. (The user entered 4.17ml/hr, however the ¿7¿ was invalid.) Between 11:12 pm and 4:25 am on (B)(6) 2018, the device alarmed for air in line 3 times and was restarted each time. At 3:10 am the user changed the vtbi to 10ml. At 5:36 am, the device was channeled off but the user then selected it and restored the previous infusion running at 4.1ml/hr. At 5:40 am, the device was paused and then restarted at 5:47 am. At 6:13 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 4.1ml/hr. At 6:26 am, the user changed the vtbi to 30ml and started the infusion. At 8:00 am, the device alarmed for air in line. At 8:04 am, the device was paused. At 8:16 am, the user programmed a delay for 10 minutes, but then channeled the device off 1 minute later. The volume recorded as being infused during this period was 51.889ml. The root cause of the overinfusion was not identified.